Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had issues in filling in an arctic sun device and was due for the 2k preventive maintenance. Per sample evaluation results on 16oct2023, it was reported that the mixing pump installed in decontamination for unit to cool. Performed 2000 preventive maintenance service on the unit. L shape formed and double bend tube found to be expanded.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of this investigations, no additional action is required at this time. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they had issues in filling in an arctic sun device and was due for the 2k preventive maintenance. Per sample evaluation results on 16oct2023, it was reported that the mixing pump installed in decontamination for unit to cool. Performed 2000 preventive maintenance service on the unit. L shape formed and double bend tube found to be expanded.